Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12h03052, h12j03034 and h12j26076. No exceptions were observed that were related to the reported condition. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 3, for the transfer set in this event. This is a report of peritonitis in a patient, coincident with dianeal therapies for peritoneal dialysis (pd). The patient was hospitalized for the event on the next day. However, the treatment was not reported. Four days later, the patient was discharged from the hospital. The patient was recovering from the peritonitis.